Event description:
It was reported that during a percutaneous transluminal angioplasty procedure there was difficulty removing the device. Vascular access was obtained through the superficial femoral (sfa) artery. The 10mm de novo lesion was located in the severely calcified popliteal artery. The physician inserted an unspecified 6f sheath into the sfa. An unspecified 3mm cutting balloon crossed the lesion and was inflated at a rate of 1atm every 10 seconds to a pressure of 8atms. The balloon was removed. An unspecified 4mm cutting balloon was used to post dilate the lesion however, was unsuccessful. The physician advanced the 4mm x 15cm peripheral cutting balloon (pcb) catheter and inflated the balloon at a rate of 1atm every 10 seconds to a maximum pressure of 8atms. Upon withdrawal of the device resistance was encountered and the device did not withdraw through the sheath. The sheath and the pcb were removed as a unit. The physician examined the device and noted one of the three blades appeared 1-2mm shorter. "Dr. (B)(6) feels that the blade broke off during withdrawal through the sheath." The physician did not discover blade material in the sheath or patient. The procedure was completed with this device. There were no patient complications and the patient's current status is reported as stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the balloon revealed a detached blade. A 1.5mm section of one blade was detached at the proximal end of the balloon and was not returned with the device. The pad of the detached blade remained bonded to the balloon. No damage was noted on the remaining three blades. The device was inflated to its rated burst pressure (rbp) with out issue and no other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: over 18 years of age. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure there was difficulty removing the device. Vascular access was obtained through the superficial femoral (sfa) artery. The 10mm de novo lesion was located in the severely calcified popiteal artery. The physician inserted an unspecified 6f sheath into the sfa. An unspecified 3mm cutting balloon crossed the lesion and was inflated at a rate of 1atm every 10 seconds to a pressure of 8atms. The balloon was removed. An unspecified 4mm cutting balloon was used to post dilate the lesion however, was unsuccessful. The physician advanced the 4mm x 15cm peripheral cutting balloon (pcb) catheter and inflated the balloon at a rate of 1atm every 10 seconds to a maximum pressure of 8atms. Upon withdrawal of the device resistance was encountered and the device did not withdraw through the sheath. The sheath and the pcb were removed as a unit. The physician examined the device and noted one of the three blades appeared 1-2mm shorter. "Dr. (B)(6) feels that the blade broke off during withdrawal through the sheath." The physician did not discover blade material in the sheath or patient. The procedure was completed with this device. There were no patient complications and the patient's current status is reported as stable.